Event description:
(B)(4). Device was implanted (B)(6) 2012...in (B)(6) 2012 I started having frequent colds that last for at least 3 weeks and; was admitted to urgent care with breathing issues, bad cough and; was diagnosed with bronchitis. Immediately I began experiencing extreme fatigue, hair loss and by end of 2012 I was in urgent care 3 times from my frequent colds that lasted and still do for weeks, (B)(6) 2012 another cold for weeks and another visit to urgent care with bronchitis. In (B)(6) 2012, I became very swollen and couldn't breathe and after ending up in urgent care, I was attached to a breathing machine and blood tests revealed my potassium levels had dropped and was put on a potassium supplement. Since (B)(6) 2012, I've had a frequent cough that never subsided and frequent colds that last for weeks. Chronic fatigue, depression, weight fluctuations, severe mood swings, pelvic pain, pain during intercourse, severe bloating as to where my stomach hurts and; feels like it's being stretched that I look pregnant, hair loss, skin rashes and breakouts, allergic reactions to who knows what, metal taste in my mouth, my blood pressure got high that I was put on medication to which I also ended up with a life-threatening allergic reaction and; went to urgent care again...my lips got really swollen and my throat started closing up...after urgent care visit, my lips stayed really swollen for 2 days. I also had an allergic reaction again in early 2015-couldn't breathe, another visit to urgent care...lost my job end of (B)(6) 2014 due to my missing work so much that it affected my work performance. Depression got worse than it already was. Now I'm getting tooth decay and getting frequent toothaches. My essure device was provided my my insurer and I've had nothing but health problems since! My periods got worse than they already were. I had no idea my symptoms were side effects to the essure until recently.